Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2014-23653. The patient has 2 extensions (from the same lot) implanted as part of his scs system. It was reported the patient is not receiving effective stimulation coverage. Diagnostic testing revealed invalid impedance readings on multiple lead contracts. Reprogramming has been attempted on multiple occasions; however, the issue remains unresolved. The patient's surgeon indicated the patient is not a candidate for surgical intervention due to multiple risks.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.